Event description:
Subtalar arthrodesis with mba implant performed. Utilizing the sizer set, surgeon determined that a size #9 implant was appropriate. When the size #9 implant was inserted the screwdriver would not disengage from the implant itself which caused some stripping of the bone. A size #10 implant was then used which worked well.